Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, baker grade unknown, rupture. Concomitant products: mentor memorygel breast implant 300cc, catalog # 3507300bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction with mentor memorygel breast implant 300cc and experienced capsular contracture, baker grade unknown and a rupture on the right side post-operatively, which were confirmed by a physician. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 275cc, catalog # 3502751bc, serial # (B)(4) (right), (B)(4) (left) on (B)(6) 2018.